Manufacturer narrative:
The device history record (DHR) review confirmed the device met all material, assembly, and performance specifications. Analysis of the device revealed the delivery wire was broken/fractured. In addition, the main coil was tangled and stretched. Due to the condition of the device, a functional test could not be performed. Information available indicated the main coil and delivery wire were confirmed to be in good condition prior to use. Based on the information currently available, it is probable that handling of the device may have contributed to the damages found on the coils during analysis, therefore, an assignable cause of handling damage will be assigned to this investigation.

Event description:
Device investigation revealed the delivery wire was broken/fractured. There was no reported clinical consequences to the patient.